Event description:
Pt was transferred to hospital for ivc filter that was migrating/infiltrating into the duodenum. On (B)(6) 2012, a percutaneous attempt was made to remove the filter. The removal was unsuccessful. It appears the filter is imbedded into the right side of narrowed inferior vena cava. Pt will be scheduled for another attempted removal in the near future.